Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain in right iliac fossa") and arrhythmia ("cardiac arrhythmia") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced facial neuralgia ("facial neuralgia") and migraine ("migraine"). In 2014, the patient experienced gastrointestinal disorder ("bowel disorder"). In 2015, the patient experienced arrhythmia (seriousness criterion medically significant) and dizziness ("feeling of dizziness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), libido decreased ("libido decreased") and asthenia ("asthenia"). The patient was treated with surgery (bilateral total salpingectomy by laparoscopy with coronectomy for ablation of essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arrhythmia, dizziness, facial neuralgia, migraine, gastrointestinal disorder, libido decreased and asthenia outcome was unknown. The reporter provided no causality assessment for arrhythmia, asthenia, dizziness, facial neuralgia, gastrointestinal disorder, libido decreased, migraine and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): cardiovascular examination - in 2015: cardiac work-up negative. Gastrointestinal examination - in 2014: work-up negative. Investigation - in 2013: negative etiological assessment for facial neuralgia and migraine. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.